Event description:
It was reported that the patient experienced reduced therapy (return of spasticity). A catheter coil/kink was confirmed at the proximal segment of the catheter. The catheter was uncoiled during a catheter revision. The patient outcome was reported to be responding well to revision and therapy was effective. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), product type catheter.

Manufacturer narrative:
(B)(4).